Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(6), batch: 18649745.

Event description:
It was reported that the patient underwent an explant procedure due to bleeding after the ipg replacement procedure. (MFR. Report no. 3006630150-2023-00056). Additional information was received that the bleeding issue was procedure related. All device components were removed and were not returned.

Event description:
It was reported that the patient underwent an explant procedure due to bleeding after the ipg replacement procedure (MFR number 3006630150-2023-00056).